Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device log did not find any occurrences of the device failing in rescue mode. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.